Event description:
"After sizing the case with dr (B)(6) on (B)(6) 2019 it was agreed with a proximal diameter of 32 and distal diameter of 27 and a treatment length of 240mm that a 36x32x250 device would be appropriate with a proximal landing zone of 50mm and a distal landing zone of 30mm. On (B)(6) 2019 dr (B)(6) was in service with demo device before scrubbing in the operating room. Said device was entered into the body with percutaneous access through the right groin. Outer sheath was advanced to distal seal zone before dr (B)(6) removed shipping retainer and advanced inner sheath to just proximal to lsa. Device was then flowered in position 2 to have device 50% covering lsa. Upon agreement device was then fully deployed (fabric) with slight proximal advancement resulting in 90% coverage of lsa. Dr (B)(6) then released position number 3 freeing alignment stents. Device was then put in number 4 by dr (B)(6) to retract inner sheath. Delivery system was then parked in common iliac to perform angiogram. Type 1b was seen and then ballooned and then on final angio was gone. Upon removing the delivery system, it was noted that there was a slight step off of inner and outer sheath and upon pressure hold it was determined that femoral cutdown was needed and then preformed to repair access site." Patient outcome: "upon completion of case all parties were in agreement that successful implantation was achieved. It was not until 4 hours later that dr (B)(6) texted me saying that "pt went to ICU and died. Left chest was full of blood." No other patient information is known at this time. "

Event description:
"After sizing the case with dr (B)(6) on (B)(6) 2019 it was agreed with a proximal diameter of 32 and distal diameter of 27 and a treatment length of 240mm that a 36x32x250 device would be appropriate with a proximal landing zone of 50mm and a distal landing zone of 30mm. On (B)(6) 2019 dr (B)(6) was in serviced with demo device before scrubbing in the operating room. Said device was entered into the body with percutaneous access through the right groin. Outer sheath was advanced to distal seal zone before dr (B)(6) removed shipping retainer and advanced inner sheath to just proximal to lsa. Device was then flowered in position 2 to have device 50% covering lsa. Upon agreement device was then fully deployed (fabric) with slight proximal advancement resulting in 90% coverage of lsa. Dr (B)(6) then released position number 3 freeing alignment stents. Device was then put in number 4 by dr (B)(6) to retract inner sheath. Delivery system was then parked in common iliac to perform angiogram. Type 1b was seen and then ballooned and then on final angio was gone. Upon removing the delivery system, it was noted that there was a slight step off of inner and outer sheath and upon pressure hold it was determined that femoral cutdown was needed and then preformed to repair access site." Patient outcome: "upon completion of case all parties were in agreement that successful implantation was achieved. It was not until 4 hours later that dr (B)(6) texted me saying that "pt went to ICU and died. Left chest was full of blood." No other patient information is known at this time. "